Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter attached to a stopcock. There was contrast in the inflation lumen and blood in the inflation lumen and balloon. There were numerous kinks throughout the hypotube and shaft. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1cm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr, japan (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.